Event description:
During a ptca stenting procedure, the liberte otw stent dislodged and removal difficulties were encountered. The lesion was located in the ostium of the right coronary artery (rca). The vessel was wired with an iq guide wire, and pre dilated with a maverick balloon. The 20x4.00mm liberte otw stent delivery system was advanced to the target lesiion. As the physician began to inflate the stent balloon, it was noted that the balloon was inflating proximal to distal which caused the stent to be pulled into the aorta. The physician attempted a micro snare and put down a sheath to retrieve the stent. However, he was unable to pull the stent into sheath. Access was then obtained from the other side and a 24x4.00mm driver stent was successfully depllyed at the target lesion. The physician then cut the shaft of the liberte otw stent delivery system and exchanged the sheath for a larger 12 fr sheath and was able to remove the stent and the remaining segment of the delivery device. Patient status is listed as "okay".